Manufacturer narrative:
D4 - UDI no. - not yet required. The actual sample was not returned to the manufacturing facility for evaluation and the production lot number was not provided. Therefore the investigation is based upon the user facility information and the evaluation of a current product sample. Visual inspection found no anomalies. Magnifying inspection of the outer surface confirmed there were no anomalies. The distal tip was inspected using an electron microscope and found to have no anomalies that could lead to a dissection of the coronary artery. The outside and inside diameters were determined and verified to meet manufacturing specifications. Resistance against bending force was confirmed to meet manufacturing specifications. The current product sample and samples manufactured in june and december of 2015 were evaluated for flexibility of the distal tip. The test result verified that the all the samples were equivalent to one another with no anomalies which could have contributed to the generation of a dissection of an artery. The production lot number was not provided by the user facility which prevented a meaningful review of the device history record, shipping inspection record and complaint files. There is no evidence that this event was related to a device defect or malfunction. The product samples evaluated were verified to be the normal product. From the investigation result and the available information, the cause of the reported dissection of the coronary artery cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported dissection of the coronary artery when using the 40-5013 device. Follow up communication with the user facility reported the following information: the procedure was for a diagnostic heart cath; a dissection of the right coronary artery with the tiger was reported; the patient was sent for a surgical CABG; the patient was a young female; the event happened about a year ago, the exact date is unknown; and the patient did well and is now fine.